Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. The lead failed the hi-pot test, due to procedural damage. Visual and x-ray examination of the lead found no anomalies with the exception of damages consistent with those occurring at the time of explant procedure. The reported event of noise was not confirmed.

Event description:
During a follow up, oversensing due to noise was noted on the right ventricular lead. The lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequences reported.